Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#:(B)(4) h3: analysis of the 97755 recharger (serial number (B)(6)) revealed that there were no issues with the rtm finding the ins. The recharge antenna passed the final functional test. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that for the last year their controller has been going crazy when they try to charge the implanted neurostimulator (ins) and for the last couple months they've been getting weird messages. Pt stated that in october they talked to their healthcare provider (hcp) about the recharging troubles because they had lost 100 lbs since implant and wondered if something moved. Pt stated their doctor reassured them that everything looked fine and was in place. Pt noted that in january of this year the controller shut itself down while they were trying to recharge, and it took 2 days for the controller to come back on. Pt stated that it takes 2.5 hours to charge the ins, and they try not to let it go down past 50%. Pt confirmed that they're recharging with excellent quality. Pt stated that the last time they went to charge, the controller was just stuck on "checking recharge quality" for an hour. Pt stated they had never even seen that screen before, and it wouldn't go away. Pt stated the controller finally shut itself down after an hour and they were able to turn it back on and it seemed to be working. Pt stated they never had a problem until last january when things started acting strange. Patient services (ps) had pt reset the controller. Pt examined the equipment for damage and noted no visible damage. Pt mentioned there might be a little dust spot in the controller port. Pt noted that for the last couple months they've been having trouble getting the recharger (rtm) plugged into the controller noting that it sticks, and they must take it out and try again. Pt confirmed the ac power supply plugs in just fine. A replacement rtm was requested.